Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache; inflammatory response; kidney disease/toxicity. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 08/04/2025, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache; inflammatory response; kidney disease/toxicity. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an external and internal inspection, the air outlet port had very light dust-like contamination in it, air inlet had light white dust-like contamination in it, pca (printed circuit assembly) had light dust-like contamination all over the top of it, light dust-like contamination on the top of the blower box lid and surrounding area. Light dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had light dust-like contamination in it. Air inlet seal had light dust-like contamination on it. The sound abatement foam was intact and had light dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. Flip lid seal very light dust-like contamination on it. Unknown tan dust-like contamination in the iso port (international organization of standardization). The contamination found in the humidifier enclosure is considered not to be in the airpath. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. Secondary findings: light dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure and dust-like contamination inside humidifier enclosure and inside water tank. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 14 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to address the symptoms specified. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.